Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, approximately ten years ago, the pace/sense portion of this right ventricular (rv) lead was surgically abandoned due to pacing and sensing issues. Recently, noise was observed on the shock channel that led to an inappropriate shock being delivered. A revision procedure was performed and this rv lead was explanted and replaced. The rv lead was discarded and is not expected for return. No additional adverse patient effects were reported.